Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse confirmed that the helium display showed red even though the actual level bar was 3/4 full. To fix the issue, the fse trouble shot and replaced the front end pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a low helium alarm. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: h6(component codes). Additional contact information: (B)(6). A getinge field safety engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm helium display displays red even though the actual level bar is 3/4 full. To resolve the issue pcba front end board was replaced. Performed all necessary calibrations. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The national repair center installed the pcb,font end, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of the amount of helium not displaying properly. The helium amount was displayed properly. The board passed testing. Sending the board to the supplier per procedure number 0002-07-d016 rev.aj. The failure analysis and testing dept. (Fat) received pcb, front end, rohs from the supplier. The supplier could not verify the failure of the helium not displaying properly and stated, no errors related to the functionality of the board were detected. No problem found. The board passed testing. The failure analysis and testing dept. Installed pcb, front end, rohs into the cardiosave test fixture to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq.

Manufacturer narrative:
The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.